Manufacturer narrative:
Correction: the device was inspected before use with no issues noted. A non medtronic extension catheter and a non medtronic guidewire were used during the procedure. Initial reporter name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use an nc sprinter coronary balloon catheter to treat a lesion. It was reported that balloon deflation difficulties occurred. The balloon would not deflate at the lesion site. It was also reported that removal difficulties were encountered following balloon inflation. No patient injury reported.

Manufacturer narrative:
Additional information: there was no problem with the outer packaging. Before using the pressure pump, there is no abnormality in the negative pressure operation. It was not difficult to remove the protective sheath or the packaging stylette. A 50% concentration of contrast/saline was used. The balloon failed to deflate. The balloon was inflated 3-4 times prior to the deflation difficulties. An inflation pressure of 12-16 atm was applied for each inflation. There were no difficulties noted during the inflations of the device. The device was not moved or repositioned while inflated. The balloon was difficult to remove. An extension catheter and guidewire were used to remove the balloon. The patient experienced some symptoms during the operation and recovered after rescue. The patient is in good condition. No further patient injury reported. Initial reporter name and phone number. Update to sections b.1. Adverse event or product, b.2. Outcome attributed to adverse event and h.1. Type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.